Manufacturer narrative:
The results of this investigation confirmed the amplatzer duct occluder ii met all functional and dimensional specifications when analyzed at abbott. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
After an 8/6mm amplatzer duct occluder (ado) was implanted, ado embolized into the aorta. The user attempted to snare the ado; however, it was damaged during snaring and required removal. A 6/4mm amplatzer duct occluder ii (adoii) was implanted and it too embolized into the aorta. The adoii was also damaged during snaring and removal. A 10/8mm ado was successfully implanted.